Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. Catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz and is pre-amendment 510k. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following device breakage. The i.v. Catheter was to be used to deliver an unspecified medication. The customer contact reported that after the needle was removed from the catheter, the catheter was noted to be broken at an unspecified location. The customer contact reported delay of critical therapy. No specific details were reported. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided including if the i.v. Catheter was replaced and the therapy was initiated.